Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 20658126.

Event description:
It was reported that during an ipg replacement procedure (MFR. Report no. 3006630150-2023-05970), the physician was untangling the leads in the pocket and one of the thoracic lead tails got bent. High impedances were also noted on one of the leads. The patient was initially scheduled for a lead revision; however, the physician was unable to untangle the thoracic lead tails out of the scar tissue and opted to remove the leads. The patient was doing well postoperatively and the explanted leads were not returned.